Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited aw-cylinder and tube has (white) foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the failures 'aw-cylinder (tube) has (white) foreign objects' and 'aw-tube has (white) foreign objects' is known inherent risk of device, which indicates that the reported adverse event is known and documented in the labeling and all reasonable mitigation steps have been taken (including both short or long term known complications or adverse reactions). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.